Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose on (B)(6) 2017. The customer¿s blood glucose level was 27 mg/dl at time of incident. The customer also experienced a low blood glucose of 23.3 mg/dl. The customer was treated with food. The customer does not allege pump was over delivering. The customer was given an intravenous type shot and their blood glucose was up to 136 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Their current blood glucose level was 213 mg/dl. The customer was advised to change infusion set out every 3 days. The insulin pump will not be returned for analysis.